Event description:
At 0030 tmv pacer wire was moved by the fellow to 51 cm.  Chest x-ray was ordered to confirm it was at the right site. Results showed that it was moved too far in. Fellow came to move it again but before she moved it, we noticed that there was blood return from the balloon site. So it was removed (balloon rupture).